Event description:
Report received of an overdelivery. The device was programmed to deliver 750mcg of nesiritide in 125ml at a dose of 0.01mcg/kg/min for a duration of 10 hours. Approximately 5 hours later, the nurse noted the bag was empty. The pt was reportedly "a little woosy." No medical interventions were required. The device was removed from clinical service. Although requested, no additional information was provided.

Manufacturer narrative:
+The device is expected to be returned for investigation. It has not yet been received. The pump history was printed at the user facility. The pump history indicates that in 2004, at 1644 the pump was programmed to deliver nesiritide in the dose calculation mode, with a drug concentration of 750mcg/125ml, weight 120kg, with a dose of 0.010mcg/kg/min, for a duration of 10 hours 25 minutes, with a calculated rate of 12ml/hr, with a volume to be infused of 125ml, and the delivery was started. At 2206, the pump was switched to battery power. Between 2208 and 2221, the device alarmed once for distal occlusion, idle infuser, three time for no action and the device was powered off. Two days later, at 0840, the device was powered on and a volume of 64.6ml was cleared on line a. Review of the pump history indicates that the pump delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.